Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was having a brain MRI unrelated to the device/therapy. The patient's unipolar impedances were 2246 and 2836 ohms on two pairs and the highest bipolar was 4500 ohms. The caller wondered if it was ok to go ahead with an MRI. It was reviewed they could consider other ways to gather information about electrodes being intact such as imaging or therapy benefit if the patient was using any of the pairs that were elevated for therapy. The caller did not know if the elevate pairs were being used for therapy. The caller planed on speaking with the managing hcp about the case. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the cause of the high impedances was not determined. No troubleshooting was done to resolve the issue. The issue was resolved at the time of the report.